Event description:
Procedure type: colectomy. According to the rptr: the staples were observed to be malformed after the device was fired. The staple line did not hold and the anastomosis fell apart. A new load was used and the same thing occurred, no "b" shape staples. A third load was then used. Or time was extended by 2 hrs.

Manufacturer narrative:
Initial report sent: 02/28/2008.